Manufacturer narrative:
Product complaint # (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device batch and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic assisted radical resection for colon cancer procedure on (B)(6) 2025 and barbed suture was used. During the surgery, the doctor used barbed suture sxmp1b427, to reinforce the anastomotic site, but the suture broke. Two barbed sutures sxpp1b410 were used for subcutaneous suturing, but the barb non-engagement in tissue and the sutures could be extracted from the tissue. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.